Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had anchor surgery because she was having focal pain over the anchor, which was confirmed by fluoroscopy and x-ray. The hcp thought they needed to do an anchor removal and lead revision. The hcp decided to remove the anchor, but leave the leads asthey looked to be in very good placement and secured with scar tissue. There was no device issue with the anchor. The rep was not aware of any diagnosis of damage to the back muscle. The anchor was removed and it was the rep's and hcp's understanding that the issue was resolved at that time. The ins and leads remained implanted in the body and no revisions were required. Since anchor removal, the hcp has been following up with the patient monthly and the patient has not reported any issues or symptoms related to the device/therapy/anchor that was removed or the surgery itself. The rep was made aware of residual back pain on 2020-jun-30. The rep said the hcp has charted the patient's newly developed back pain and it was not related to the device/therapy. The device was implanted for leg pain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60 , serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 03-jul-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 03-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that in (B)(6) 2020 the lead damaged the back muscle and had to be removed. Prior to implant, the patient was able to pick up her daughter and now because the lead "destroyed the back muscle" she was not able to and she had residual back-muscle pain. The rep said that the patient had surgery on (B)(6) 2020 to replace an anchor. It was unknown what led to the issue. The patient didn't have an appointment yet and didn't want to speak on the phone. No further complications were reported.